Event description:
It was reported that the customer's insulin pump turns off, even with new batteries. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display and no off no power anomaly noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.